Event description:
Complainant alleged that during cardio-thoracic surgery, the clinicians were defibrillating a pt (age and gender unknown), using internal electrodes with the device, when the pt sustained a hole burned into the heart. The complainant indicated that the pt required two stitches to close the wound. There was no add'l indication of any further adverse effect to the pt as a result of reported malfunction. Subsequent to the event, the internal electrodes were found to be chipped to a fine sharp edge. Please reference page 4 of the autoclavable internal handles and electrodes operator's guide, which cautions the user to "inspect each internal electrode after cleaning and prior to each use for: nicks or burrs that may injure pt tissue; scratches, pits, or gouges in the internal electrode surface; loose flaking or damaged insulating coating. If any of these conditions are observed, remove the internal electrodes from use." The complainant indicated that the reportedly malfunctioning device and internal electrodes would not be returned to zoll for eval at this time.